Event description:
Patient was using perineal vibration device for erectile dysfunction for 10 minutes. He noted sudden onset urinary leakage. A pelvic x-ray in (B)(6) 2026 showed a right balloon rupture and left balloon migration. Patient underwent bilateral proact balloon explant and replacement in (B)(6) 2026. The cause stated by the reporter is the perineal vibration device. There was stated to be a device and procedure relationship to the event. The issue was resolved with the bilateral explant and revision of the balloons with no residual effects.